Event description:
It was reported that noise oversensing on this right ventricular (rv) lead channel was noted, which led to pacing inhibition for more than 2 seconds as well as inappropriate anti-tachycardia pacing (atp). No adverse patient effects were reported. This lead remains in service.